Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel patch (device 1). Per op notes, ¿a midline abdominal incision was made over the previous incisional scar. A composix kugel patch (device 1) was placed towards the abdominal cavity using prolene sutures.¿ (B)(6) 2013 - patient was diagnosed with incisional hernia at the right upper quadrant and recurrent umbilical hernia thereby underwent open incisional hernia repair with the implant of ventrio mesh (device 2) and recurrent umbilical hernia repair with the implant of bard flat mesh (device 3). Per op notes, ¿incision was made through the previous subcostal incision, a ventrio patch (device 2) was placed towards the peritoneal cavity. Attention was directed to the umbilical hernia. The hernia recurred to the right of the umbilicus and a bard flat mesh (device 3) was placed using prolene sutures.¿ (note: the previously placed composix kugel patch (device 1) was not seen during this procedure). (B)(6) 2015 - patient was diagnosed with symptomatic right upper quadrant ventral hernia and umbilical fistula thereby underwent umbilical fistulectomy. (B)(6) 2015 - patient was diagnosed with incisional hernia and umbilical fistula thereby underwent open repair with the implant of ventralex mesh (device 4) and excision of umbilical fistula. Per op notes, ¿identified the incisional hernia at the right upper quadrant. A ventralex mesh (device 4) was placed using prolene sutures. Umbilical fistula was excised.¿ (note: the previously placed ventrio mesh (device 2) and bard flat mesh (device 3) were not seen during this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (06-nov-2015) is considered to be a best estimate. This MDR represents the ventrio mesh (device 2). Additional supplemental emdr's were submitted to represent the composix kugel (device 1). Bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.